Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. (B)(6).

Event description:
It was reported that during use of a portex® cuffed blue line ultra® suctionaid the cuff was torn, which caused an air leak. No patient injury.